Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. An urgent medical device correction (97003015-fa) was delivered to physicians in may 2023 communicating the potential for superion indirect decompression system (ids) driver instrument tip breaks to occur with use of excessive force during the implant procedure. Driver tip damage may be readily detected via visual, audible, and/or tactile signals. Device analysis of the returned driver revealed that both tips of the driver were completely sheared off, as confirmed during visual inspection. As such, this damage was sufficient to prevent functional testing in the laboratory. A product labeling review that was conducted did not reveal any anomalies as the instructions for use (IFU) states to avoid the application of excessive stress on the device and forced deployment may result in implant breakage or damage to bony structures. Additionally, the IFU states that the driver should be gently rotated until the distal end has engaged with the implant. This confirmed damage to the driver was likely an unintended result of excessive force while using the device.

Event description:
It was reported that the patient underwent an implant procedure to place two superion indirect decompression spacers. Although the first spacer was successfully placed, the prongs of the driver broke off around the screw of the second implant. The second implant was fully removed, and no further attempts were made to place it. It was not confirmed if the broken driver prongs were removed from patient despite several good faith efforts made to retrieve that information. The patient was in stable condition postoperatively and had been discharged from the medical facility.

Event description:
It was reported that the patient underwent an implant procedure to place two superion indirect decompression spacers. Although the first spacer was successfully placed, the prongs of the driver broke off around the screw of the second implant. The second implant was fully removed, and no further attempts were made to place it. It was not confirmed if the broken driver prongs were removed from patient despite several good faith efforts made to retrieve that information. The patient was in stable condition postoperatively and had been discharged from the medical facility.

Manufacturer narrative:
Device analysis of the returned driver revealed that both tips of the driver were completely sheared off, as confirmed during visual inspection. As such, this damage was sufficient to prevent functional testing in the laboratory. A product labeling review that was conducted did not reveal any anomalies as the instructions for use (IFU) states to avoid the application of excessive stress on the device and forced deployment may result in implant breakage or damage to bony structures. Additionally, the IFU states that the driver should be gently rotated until the distal end has engaged with the implant. This confirmed damage to the driver was likely an unintended result of excessive force while using the device.